Event description:
Upon the recommendation of a pediatrician, we purchased a bedwetting alarm. The alarm is defective. It required sensor to be connected to the alarm and my son¿s underwear. But whenever I am doing that, the alarm is getting hot, I set it and my son complained just 15 minutes later that he was getting hurt, I removed the alarm and checked and it was hot. So I replaced the batteries and retried. Same thing happened. I am certain this is not the intended purpose and the heating is a device defect. Nevertheless, it can¿t be used on my son. It is unsafe.